Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the pump found it to be in good physical condition. Upon power up, device was noted to be alarming mortor service due, confirming the reported customer complaint. The cause of issue was noted to be a resulted of product design-the motor was then replaced as a result.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had a motor rate error. There were no reported adverse events.